Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The sac growth and an indeterminate endoleak is unconfirmed due to lack of the relevant medical images (actual angiogram series was not available for review). The secondary endovascular procedure is confirmed. The procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined. The final patient status was reported being stable. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 4.5 years post initial procedure, an endoleak (at an indeterminate origin) with aneurysm enlargement (unknown diameter) were detected by CT (computed tomography) during routine follow-up. The physician elected to treat the patient by relining with a bifurcated afx2 and suprarenal afx devices on (B)(6) 2019. The endoleak was confirmed resolved and the patient is recovering well. As of date, there have been no additional patient sequelae reported.